Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2018-06332 and 2134265-2018-06041. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled; however, it froze while it was being used. During auto pullback, upon pulling the motor drive about 5 to 6cm a reboot message was displayed. When ok was clicked, the image suddenly turned blue and it became unable to manipulate. The ilab system was checked onsite and the software was upgraded. After this, pullback functional check was performed more than 10 times with no problem. No patient complications were reported.